Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was time clock anomaly and damage to the pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer decline to report malfunction to the helpline. The customer states the insulin pump had crack in the battery compartment and the time was changing without there knowledge. Also that customer states the back light is not functioning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.